Event description:
Philips received a complaint on the v60 ventilator, indicating that the device would turn off on its own. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harmed. The customer informed the remote service engineer (rse) that the device was powered on and after a minute, the device shut off by itself and the screen went black. There was no patient involvement and the customer biomedical engineer (bme) stated that the front panel leds were not illuminated when plugged into alternating current (ac) power. The bme stated that the power cord was damaged and replaced it. Once the power cord was replaced, the front panel leds illuminated, and the battery began to charge. The bme found no error codes in the device event log. The rse advised the customer to allow the battery to charge and then perform an extended run. The customer stated that the issue was resolved, and they would follow up if needed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.